Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h6. One 8.5f fast-cath introducer sheath was received for evaluation. The dilator, syringe, and needle were also received. No visual anomalies were noted on the returned sheath or dilator. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
This report is to advise of an event of side port detachment and bleeding that occurred in 2012.